Event description:
Device issue: device failure to deploy, outer shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that after endoscopic sphincterotomy in the common bile duct lesion, there was difficulty positioning the endoscope in a straight position. A non-abbott stent was implanted in the lesion, however, it was inaccurately placed, partially covering the lesion. Therefore, a selfx stent delivery system (sds) was advanced and during attempted deployment, strong resistance was met, the outer shaft separated at the y-connector. The stent did not release. A second selfx sds was advanced. During deployment, strong resistance was met and additional force was applied. As a result, the sds was inadvertently pulled and the stent was inaccurately placed at the proximal side of the lesion. The sds was removed without difficulty. A third selfx stent was successfully deployed in the target lesion, although resistance was met during deployment. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete. Device #2: part #2jsx6808, lot#504426 is being filed under a separate medwatch MFR number.